Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. The occlusion test could not be performed due to unresponsive keypad/button. The device also had a scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was alarming button error and she could not go into the menus. The blood glucose at the time of the incident was 341 mg/dl; treated with manual injection. The customer did not recall any significant events leading to the alarm. The device was returned for analysis.